Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5080435. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you have the operative note to determine how the suture was used during the procedure? What is the name of the surgeon and email/ contact information? Does ethicon have your permission to contact the surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? The surgeon¿s name is dr. (B)(6). The facility where the surgery was performed is (B)(6) hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What post-operative date did the symptoms occur? What is the surgeon opinion regarding patient reaction, seroma, spitting and poor wound healing? What medical intervention was prescribed for the reaction? Other relevant patient history/concomitant medications . What is the surgeon opinion as to the etiology of or contributing factors to the recurrent hernia? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Does the surgeon believe the vicryl suture contributed to the patient complications? What is the current condition of the patient?

Event description:
It was reported by the patient via maude report that she underwent right inguinal hernia repair procedure on (B)(6) 2018 and suture was used. At week one post-op the patient experienced suture spitting, seroma and poor wound healing. A recurrent hernia (5 mm wall defect with 4 cm herniation) was confirmed by CT scan. A second procedure was performed on unknown date. The patient reported surgeon observed inflamed tissue with poor healing. A different suture type was used to repair the hernia and complete the procedure. The patient reports healing is progressing well. Additional information has been requested.